Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that, during a procedure to implant a new cardiac resynchronization therapy defibrillator (crt-d), a shock impedance of greater than 125 ohms was observed on this right ventricular (rv) lead. This rv lead remains in service with the new crt-d. The crt-d was programmed to use the distal coil of the rv lead. No adverse patient effects were reported.